Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter canada for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The customer was contacted to clarify if the pump was out of calibration or if it just required an upgrade. The customer advised that the pump was not out of calibration and only needed an upgrade.

Event description:
The facility reported to baxter (B)(4) a colleague infusion pump with a "calibration update-need an upgrade issue". It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.